Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 789031) inserted for female sterilization. The patient's medical history included multi gravida (gravida IV), uterine bleeding, cervix inflammation, parakeratosis, nabothian cyst, adenomyosis, pelvic pain female, dyspareunia and papanicolaou smear normal. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy,bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: cervix: acute and chronic inflammation, parakeratosis,nabothian cyst. Endometrium: weakly proliferative. Myometrium: adenomyosis. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2020: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 789031) inserted for female sterilization. The patient's medical history included multi gravida (gravida IV), uterine bleeding, cervix inflammation, parakeratosis, nabothian cyst, adenomyosis, pelvic pain female, dyspareunia and papanicolaou smear normal. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy,bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: cervix: acute and chronic inflammation, parakeratosis,nabothian cyst. Endometrium: weakly proliferative. Myometrium: adenomyosis.. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: mr received: case category updated to serious incident. Previously reported event" injury to herself" was replaced by "pelvic pain". Removal date, lab data, medical history, action taken with drug were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.